Event description:
Evaluation revealed that the force sensor plate was visibly damaged and that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the force sensor plate was visibly damaged. The force sensor resistance reading was also found to be out of calibration. The pump was primed and exercised with no loss of prime alarms duplicated.